Event description:
A home pt's spouse contacted baxter's technical service and reported a supply bag became disconnected during dwell 1 of 4. Baxter's technical service rep advised the home pt's spouse to dispose the set-up and start over with new supplies in addition to contacting the nurse. No pt injury or medical intervention was indicated at the time of the initial report.